Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, they experienced vomiting, sleepiness, and ketoacidosis. The patient¿s brother called for emergency medical services (ems). The patient is unable to recall their cgm values and did not check their bg values. Upon arrival, ems checked the patient¿s pump value and bg values; however, the patient is unable to recall the values. The patient was taken to the hospital, and a nurse checked her values. The patient was unable to recall the values. The patient was provided treatment at the hospital; however, she is unable to recall the medication and how it was administered. The patient was discharged from the hospital 4 days later. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.